Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional stating the patient's primary care physician determined the patient had a migraine. The patient was seen by neurology on (B)(6) 2018 and did not mention ongoing headaches. The deep brain stimulation was adjusted on the left side and tested with no issues noted.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37602, serial# nla734878h, implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0322303v, implanted: (B)(6) 2010, product type: lead. Product ID: 3387-40, lot# l62016, implanted: (B)(6) 1999, product type: lead. Event date is unknown. No information available. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had severe pain in their head. The family member stated they called them 'migraines/headaches' but they are not sure. The family noted they did not think the headaches were caused by the implanted device. They also stated they were concerned about the patient¿s headaches and that ¿something might be going on with the electrodes¿. The patient was to see the neurologist early next month but, today, they had an appointment with their primary healthcare professional (hcp). It was noted the patient was to have an MRI to rule out different things that might be causing the pain in the head (e.g. Tumor, the device, lead placement) but one had not been ordered as of yet. The family member mentioned they thought they have done a CT scan which showed ¿everything was in place¿. In addition, the family member reported the patient made ¿scars¿ on their skin and if they touched themselves it was not unusual to see them ¿make a fixed scar¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional stating the patient was seen on (B)(6) 2018 and there was no complaint of headache mentioned to the neurologist. Adjustments were made to his deep brain stimulation at the appointment and he tolerated it well.